Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed blood glucose (bg) level was within target range and reported no further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occasions, the pump suspended bolus delivery. Reportedly, the customer does not notice how long the delivery is suspended for and experienced elevated blood glucose (bg) levels of 400 mg/dl. The customer delivered a correction bolus to address bg level. Upon reviewing the pump history with tandem technical support, the customer was unable to verify any alerts or alarms in the history that may have suspended insulin delivery. Although requested, the customer was unable to upload the pump data for tandem technical support to perform a log review to verify the event. Recommendation was made to call back at the time of the event, so troubleshooting can be performed.